Manufacturer narrative:
The insulin pump was received with operating currents within specs and passed self test and displacement test. The power management tool confirmed pump error alarms were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5 v for 4 consecutive hours due to resistance issue at j6 connector. The pump also alarmed power loss, low battery and replace battery now alarms due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. The pump was received with minor scratched display window, case and keypad overlay.

Event description:
Customer reported via phone call that the insulin pump had power error. Customer's blood glucose level was 152 mg/dl and 118 mg/dl. Customer will return device for analysis.